Manufacturer narrative:
PMA# or 510k#: k012985 and k031168. Anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Revascularization and inadequate occlusion are known and anticipated complications to these types of procedures and are noted in the labeling. Multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of the left posterior inferior cerebellar artery (pica) aneurysm. Approximately five months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. Additional two coils were implanted into the aneurysm. The patient was reportedly in a stable condition immediately after the second procedure. No other information was provided.